Event description:
Adverse event: infection with (B)(6). On (B)(6) 2011, a (B)(6) female pt had artz dispo injection to bilateral knees for osteoarthritis. On (B)(6) 2011, left knee pain developed at the evening. On (B)(6) 2011, she visited the injection physician. She underwent drainage of 70 milliliter synovial fluid. Laboratory tests were performed. Oral antibiotics was started. Culture result was positive for (B)(6). On (B)(6) 2011, crp was 8.99, esr was 72/h. Cefamezin 2g was started intravenously for 3 days. On (B)(6) 2011, she planed to be hospitalized to receive an arthroscopic joint lavage. The injection physician unlikely relates the event to artz dispo and does not request quality test for the product.

Manufacturer narrative:
We are now investigating this case.